Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
The patient called agent because they took a curative rapid test that resulted positive. The patient took a curative pcr test, another company's pcr test, and an at home test and received negative results for all of these tests information reported by user is being reported as required by 21 cfr 803.